Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition, as this was an out of box failure. A device history review was also performed, finding that during manufacturing of the device, the display was found to be defective. The pump was reworked and passed all subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 12:520:479:ff83 was confirmed by baxter personnel during product evaluation. The completed investigational tasks did not confirm the reported problem; however, the sample evaluation indicates that the reported failure code 12:520 occurred during initial power up self test. This failure is not attributed to a hardware defect and could not be reproduced after cycling power to the pump. Therefore, the root cause was assigned to a software failure. No repairs were required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During product testing by baxter, a colleague infusion pump was reported with the condition "pump alarmed 12:520:479:ff83". This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.7 colleague pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.